Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for the reported lot could not be performed as the lot number and part number are unknown. A query of the complaint-handling database could not be performed for the reported lot as the lot number and part number are unknown. Based on the available information, a cause for the reported migration (partial clip movement) could not be determined. The reported recurrent mitral regurgitation (mr) was a result of the reported migration (partial clip movement). The reported atrial fibrillation was likely related to the patient¿s preexisting condition (biatrial dilatation). The reported patient effects of mitral regurgitation and atrial fibrillation are included in mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate MFR number. Article titled, surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients.

Event description:
This is filed to report partial clip movement, surgical intervention, recurrent mitral regurgitation, and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, two clips were deployed, reducing mr. However, 30 days later, it was noted that an atrial perforation was observed which indicates the steerable guide catheter may have caused after removal during the initial procedure. Then it was observed that one clip partially moved on the leaflet. The other clip remain stable on both leaflets. The mr increased to grade 3. The patient developed atrial fibrillation. The patient remained hospitalized and underwent mitral valve replacement. The atrial perforation was closed with an unspecified closure device. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients."no additional information was provided.